Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("general pelvic pain") and procedural pain ("severe pain during the product insertion") in a female patient who had essure (batch no. A33566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and procedural pain (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("progressive tiredness"). In april 2015, the patient experienced headache ("frontal and occipital cephalgia related with the cycle"). In (B)(6) 2015, the patient experienced varicocele utero-ovarian ("varicoceles"). On an unknown date, the patient experienced abdominal pain lower ("pain that started at right iliac fossa which spreads to the lumbar region"), abdominal distension ("abdominal swelling that worsened with ovulation and continued until the menstrual bleeding, body as if pregnant"), dyspareunia ("dyspareunia at beginning of sexual intercourse that disappears during the act and returns at the end as general pelvic pain for two days"), mood altered ("mood changes, aggression without dependence of cycle alternated with moments of low moral"), aggression ("aggression"), depressed mood ("low moral"), dysmenorrhoea ("dysmenorrhea") and premenstrual syndrome ("abdominal swelling that worsened with ovulation and continued until the menstrual bleeding, body as if pregnant"). The patient was treated with analgesics and surgery (laparoscopic essure removal, bilateral salpingectomy, electrocoagulation for tubal sterilization). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, headache and dysmenorrhoea was resolving, the procedural pain had resolved and the fatigue, abdominal distension, dyspareunia, mood altered, aggression, depressed mood, varicocele utero-ovarian and premenstrual syndrome outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, aggression, depressed mood, dyspareunia, fatigue, mood altered, premenstrual syndrome, procedural pain and varicocele utero-ovarian with essure. The reporter considered dysmenorrhoea, headache and pelvic pain to be related to essure. The reporter commented: first contact with the patient was on (B)(6) 2016. The patient underwent a surgery to remove essure on (B)(6) 2016. On (B)(6) 2016, the patient attended a postoperative consultation and reported improvement of pelvic pain, dysmenorrhea, and cephalgia. For the reporter it was not clear if the events were caused by essure; however, the improvement after the surgery led to doubt. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2013: essure implants in situ; in (B)(6) 2015: essure implants in situ, varicoceles. Hysteroscopy - on (B)(6) 2013: essure insertion under severe pain, required intravenous analgesia. Laparoscopy - on (B)(6) 2016: normal fallopian tubes, the complete devices were removed, electrocoagulation and the excision of both fallopian tubes as tubal sterilization. Most recent follow-up information incorporated above includes: on (B)(6) 2018: patient problem and device problem codes were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of ovulation pain ('general pelvic pain / pelvic pain related with the ovulation'), cephalgia ('cephalea'), fatigue ('progressive tiredness') and procedural pain ('severe pain during the product insertion') in a 40-year-old female patient who had essure (batch no. A33566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, abortion and uterine abrasion. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced intermittent headache ("frontal and occipital cephalea related with the cycle"). On (B)(6) 2015, the patient experienced ovulation pain (seriousness criteria hospitalization and intervention required), cephalgia (seriousness criteria medically significant and intervention required) and fatigue (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced varicocele utero-ovarian ("varicoceles"). On an unknown date, the patient experienced abdominal pain lower ("pain that started at right iliac fossa which spreads to the lumbar region"), abdominal distension ("abdominal swelling that worsened with ovulation and continued until the menstrual bleeding, body as if pregnant"), dyspareunia ("dyspareunia at beginning of sexual intercourse that disappears during the act and returns at the end as general pelvic pain for two days"), mood altered ("mood changes, aggression without dependence of cycle alternated with moments of low moral"), aggression ("aggression"), depressed mood ("low moral"), dysmenorrhoea ("dysmenorrhea") and premenstrual syndrome ("abdominal swelling that worsened with ovulation and continued until the menstrual bleeding, body as if pregnant"). The patient was treated with analgesics and surgery (essure was removed by laparoscopy and laparoscopic essure removal, bilateral salpingectomy, electrocoagulation for tubal sterilization). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the ovulation pain, cephalgia and fatigue had resolved. At the time of the report, the procedural pain and intermittent headache had resolved, the abdominal pain lower and dysmenorrhoea was resolving and the abdominal distension, dyspareunia, mood altered, aggression, depressed mood, varicocele utero-ovarian and premenstrual syndrome outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, aggression, depressed mood, dyspareunia, fatigue, mood altered, ovulation pain, premenstrual syndrome, procedural pain, varicocele utero-ovarian and cephalgia with essure. The reporter considered dysmenorrhoea and intermittent headache to be related to essure. The reporter commented: first contact with the patient was on (B)(6) 2016. The patient underwent a surgery to remove essure on (B)(6) 2016. On (B)(6) 2016, the patient attended a postoperative consultation and reported improvement of pelvic pain, dysmenorrhea, and cephalea. As per follow-up of (B)(6) 2018: the ovulatory and premenstrual symptomatology are not caused by essure, but the improvement after surgery make them doubt for that reason, it is a doubtful case regarding the relationship of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Ultrasound scan - in (B)(6) 2013: results: essure implants in situ; in (B)(6) 2015: results: essure implants in situ, varicoceles. Hysteroscopy - on (B)(6) 2013: essure insertion under severe pain, required intravenous analgesia laparoscopy - on (B)(6) 2016: normal fallopian tubes, the complete devices were removed, electrocoagulation and the excision of both fallopian tubes as tubal sterilization quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: no new clinical information received, update to imdrf/FDA codes only. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('general pelvic pain') in a 40-year-old female patient who had essure (batch no. A33566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, abortion and uterine abrasion. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("severe pain during the product insertion"). In (B)(6) 2015, the patient experienced headache ("frontal and occipital cephalea related with the cycle"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), ovulation pain ("pelvic pain related with the ovulation") and fatigue ("progressive tiredness"). In (B)(6) 2015, the patient experienced varicocele utero-ovarian ("varicoceles"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia at beginning of sexual intercourse"), abdominal pain lower ("pain that started at right iliac fossa which spreads to the lumbar region"), abdominal distension ("abdominal swelling"), mood altered ("mood changes, aggression without dependence of cycle alternated with moments of low moral"), aggression ("aggression") and depressed mood ("low moral"). The patient was treated with analgesics and surgery (laparoscopic essure removal, bilateral salpingectomy, electrocoagulation for tubal sterilization). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain, ovulation pain and fatigue had resolved. At the time of the report, the dysmenorrhoea and abdominal pain lower was resolving, the dyspareunia, abdominal distension, varicocele utero-ovarian, mood altered, aggression and depressed mood outcome was unknown and the headache and procedural pain had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, aggression, depressed mood, dyspareunia, fatigue, mood altered, ovulation pain, pelvic pain, procedural pain and varicocele utero-ovarian with essure. The reporter considered dysmenorrhoea and headache to be related to essure. The reporter commented: first contact with the patient was on (B)(6) 2016. The patient underwent a surgery to remove essure on (B)(6) 2016. On (B)(6) 2016, the patient attended a postoperative consultation and reported improvement of pelvic pain, dysmenorrhea, and cephalea. As per follow-up of (B)(6) 2018: the ovulatory and premenstrual symptomatology are not caused by essure, but the improvement after surgery make them doubt for that reason, it is a doubtful case regarding the relationship of the symptoms. Regarding dyspareunia: started at the beginning of the intercourse and disappeared during the act and returned at the end as general pelvic pain for two days. Regarding increased abdominal swelling: it worsened with ovulation and continued until the menstrual bleeding, body as if pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Ultrasound scan - in (B)(6) 2013: results: essure implants in situ; in december 2015: results: essure implants in situ, varicoceles. Hysteroscopy - on (B)(6) 2013: essure insertion under severe pain, required intravenous analgesia laparoscopy - on (B)(6) 2016: normal fallopian tubes, the complete devices were removed, electrocoagulation and the excision of both fallopian tubes as tubal sterilization lot number: a33566 manufacturing date: 2012/07 expiration date: 2015/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: updated quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("general pelvic pain") and procedural pain ("severe pain during the product insertion") in a female patient who had essure (batch no. A33566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and procedural pain (seriousness criterion medically significant). In (B)(6) , the patient experienced fatigue ("progressive tiredness"). In (B)(6) 2015, the patient experienced headache ("frontal and occipital cephalea related with the cycle"). In (B)(6) 2015, the patient experienced varicocele utero-ovarian ("varicoceles"). On an unknown date, the patient experienced abdominal pain lower ("pain that started at right iliac fossa which spreads to the lumbar region"), abdominal distension ("abdominal swelling that worsened with ovulation and continued until the menstrual bleeding, body as if pregnant"), dyspareunia ("dyspareunia at beginning of sexual intercourse that disappears during the act and returns at the end as general pelvic pain for two days"), mood altered ("mood changes, aggression without dependence of cycle alternated with moments of low moral"), aggression ("aggression"), depressed mood ("low moral"), dysmenorrhoea ("dysmenorrhea") and premenstrual syndrome ("abdominal swelling that worsened with ovulation and continued until the menstrual bleeding, body as if pregnant"). The patient was treated with analgesics and surgery (laparoscopic essure removal, bilateral salpingectomy, electrocoagulation for tubal sterilization). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, headache and dysmenorrhoea was resolving, the procedural pain had resolved and the fatigue, abdominal distension, dyspareunia, mood altered, aggression, depressed mood, varicocele utero-ovarian and premenstrual syndrome outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, aggression, depressed mood, dyspareunia, fatigue, mood altered, premenstrual syndrome, procedural pain and varicocele utero-ovarian with essure. The reporter considered dysmenorrhoea, headache and pelvic pain to be related to essure. The reporter commented: first contact with the patient was on (B)(6) 2016. The patient underwent a surgery to remove essure on (B)(6) 2016. On (B)(6) 2016, the patient attended a postoperative consultation and reported improvement of pelvic pain, dysmenorrhea, and cephalea. As per follow-up of (B)(6) 2018: the ovulatory and premenstrual symptomatology are not caused by essure, but the improvement after surgery make them doubt for that reason, it is a doubtful case regarding the relationship of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2013: essure implants in situ; in (B)(6) 2015: essure implants in situ, varicoceles. Hysteroscopy - on (B)(6) 2013: essure insertion under severe pain, required intravenous analgesia. Laparoscopy - on 2016: normal fallopian tubes, the complete devices were removed, electrocoagulation and the excision of both fallopian tubes as tubal sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("general pelvic pain / pelvic pain related with the ovulation"), the second episode of headache ("cephalea"), fatigue ("progressive tiredness") and procedural pain ("severe pain during the product insertion") in a 40-year-old female patient who had essure (batch no. A33566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, abortion and uterine abrasion. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural pain (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced the first episode of headache ("frontal and occipital cephalea related with the cycle"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), the second episode of headache (seriousness criteria medically significant and intervention required) and fatigue (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced varicocele utero-ovarian ("varicoceles"). On an unknown date, the patient experienced abdominal pain lower ("pain that started at right iliac fossa which spreads to the lumbar region"), abdominal distension ("abdominal swelling that worsened with ovulation and continued until the menstrual bleeding, body as if pregnant"), dyspareunia ("dyspareunia at beginning of sexual intercourse that disappears during the act and returns at the end as general pelvic pain for two days"), mood altered ("mood changes, aggression without dependence of cycle alternated with moments of low moral"), aggression ("aggression"), depressed mood ("low moral"), dysmenorrhoea ("dysmenorrhea") and premenstrual syndrome ("abdominal swelling that worsened with ovulation and continued until the menstrual bleeding, body as if pregnant"). The patient was treated with analgesics, surgery (laparoscopic essure removal, bilateral salpingectomy, electrocoagulation for tubal sterilization), surgery (essure was removed by laparoscopy) and surgery (essure was removed by laparoscopy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain, the last episode of headache and fatigue had resolved. At the time of the report, the procedural pain had resolved, the abdominal pain lower and dysmenorrhoea was resolving and the abdominal distension, dyspareunia, mood altered, aggression, depressed mood, varicocele utero-ovarian and premenstrual syndrome outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, aggression, depressed mood, dyspareunia, fatigue, mood altered, pelvic pain, premenstrual syndrome, procedural pain, varicocele utero-ovarian and the second episode of headache with essure. The reporter considered dysmenorrhoea and the first episode of headache to be related to essure. The reporter commented: first contact with the patient was on (B)(6) 2016. The patient underwent a surgery to remove essure on (B)(6) 2016. On (B)(6) 2016, the patient attended a postoperative consultation and reported improvement of pelvic pain, dysmenorrhea, and cephalea. As per follow-up of (B)(6) 2018: the ovulatory and premenstrual symptomatology are not caused by essure, but the improvement after surgery make them doubt for that reason, it is a doubtful case regarding the relationship of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Ultrasound scan - in (B)(6) 2013: essure implants in situ; in (B)(6) 2015: essure implants in situ, varicoceles. Hysteroscopy - on (B)(6) 2013: essure insertion under severe pain, required intravenous analgesia. Laparoscopy - on (B)(6) 2016: normal fallopian tubes, the complete devices were removed, electrocoagulation and the excision of both fallopian tubes as tubal sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: essure device removal questionnaire was received and the following information was provided: relevant medical history and the patient information were updated; cepahalea was added as event; essure was removed by laparoscopy due to tiredness, cephalea, and pelvic pain related with the ovulation which were resolved after 3 months from the product removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.